Manufacturer narrative:
P/n# tt3.00e4-1200. Lot#022416 was received and evaluated. On (B)(6) 2018 at 8:49:25 pm tip was used for 1027 treatments. Tip passed flow, leak, thermistor testing. Tip failed visual testing due to denting and dielectric breakdown being present on tip surface. No functional test was performed due to dielectric breakdown being present. System logs reviewed: evaluation of system logs and treatment tip has been completed. System has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. There are no further actions to be taken.

Event description:
The user facility reported a burn on the patients full cheek and neck the day of thermage treatment. The patient was under propoful anesthesia. The incident occurred at 1008 reps and the highest energy level used was 4.5. The treatment tip was inspected prior to and during the treatment.

Manufacturer narrative:
Correction data: manufacturer name, city and state. Additional data: manufacture date. The treatment tip was returned for evaluation. Damage was found on the tip membrane. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first- and second-degree patient burns associated with dielectric breakdown of the membrane of the treatment tip which contacts the patient during the thermage cpt procedure. Breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Both the thermage user manual (p009240-04 rev. A) and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of a damage to membrane, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. Solta also reiterates the importance of clinician attention to treatment error messages provided by the system, in particular messages indicating underforce and lifting irregularities. As with all thermage systems, ensuring perpendicular contact between the handpiece and skin is critical. Burns, blisters, scabbing, and scarring are all known possible adverse patient reactions to thermage treatment. Thermage system technical user¿s manual (p009240-04 rev. A) states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. Thermage procedures have been performed using several different types of anesthesia including topical and oral preparations as a means of pain management. Based on customer feedback and internal studies, solta recommends that patient feedback regarding their perception of heat or discomfort during the procedure is essential input to guide the operator in determining safe and effective treatment levels. A review of the manufacturing records showed all requirements were met. Burns, blisters, scabbing, and scarring are all known possible adverse patient reactions to thermage treatment. Solta recommends that patient feedback regarding their perception of heat or discomfort during the procedure is essential input to guide the operator in determining safe and effective treatment levels. During evaluation of the treatment tip, product support found damage to the tip membrane. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first- and second-degree patient burns associated with dielectric breakdown of the membrane of the treatment tip which contacts the patient. Based on the available information, dielectric breakdown of the tip most likely contributed to this event.